Manufacturer narrative:
The device was used for treatment. The device was not returned for analysis, therefore, the clinical observation could not be confirmed. The device history record was reviewed to confirm that the device passed all applicable in-process and final inspections. Per procedure abiomed introducer sheath in-process and final inspection 9.2.2 visual inspection: using 10x magnification, verify the tip is round, no flash protruding greater than 0.4 mm (0.016") and no flash with width (around circumference) greater than 0.7 mm (0.028"), no splitting, cracks or other damages. Slight discoloration from tipping process is acceptable. Verify proper tip shape according to drawing. Per IFU never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the sideport only. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. Oscor will continue to monitor this event type and risk.

Event description:
It was reported that during placement of impella cp, sheath broke to 4 pieces in the patient. As per additional information, sheath was torn and there were 4 or 5 longitudinal cracks. Patient loss of 2 liter blood in cath lab, as result 14 units of blood transfusion performed. To prevent the blood loss access site was treated by 25 minute of manual compression and after that vascular surgeon sutured the puncture site. The procedure is aborted and patient was supported by va ECMO. No additional information is available and no other adverse event was reported.